Manufacturer narrative:
Additional medical therapy: glucophage - 4 years - 100omg daily; lasix - 3 years - 20mg daily; lipitor - 4 years - 40mg daily; nifedipine - 4-5 months - 10mg daily; paxil - 10 years - 20mg daily; potassium chloride - 10 years - 20mg daily; prilosec - 8 years - 20mg daily; quinapril - 6 years - 10mg daily; toprol xl - 6 years - 25mg daily; zetia - 6 years - 10mg daily; januvia - last month - 100mg daily.

Event description:
Customer alleged the lancet needle will not retract in the softclix plus lancing device. An accidental stick was reported; customer stated that no medical treatment was required. A request was made for the return of the suspect device and replacement product was sent.